Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit. After checking found that unit is not switching on, on battery as well as mains supply. Power supply unit is defective and needs to replaced. Customer is not ready to purchase power supply unit for iabp. Unit still not repaired and it is still not working.

Event description:
It was reported that during routine check performed by customer, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.